Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. Complaint # (B)(4). Device unavailable for return.

Event description:
As reported on (B)(6) 2016 by angiodynamics sales representative, "skin burn in the area where one of the rfa pads was placed. The skin burn is on the patient's arm. The pads and probe were disposed of prior to me knowing of this event. Patient is being treated with home health for burn."

Manufacturer narrative:
The customer's reported complaint description of "skin burn in the area where one of the rfa pads was placed" is not confirmed, as no product was returned. As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. A review of the lot history records was performed for the lot numbers obtained through the shr for the packaging and component lots for any deviations. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Although a definitive root cause could not be determined, this does not appear to be the result of a manufacturing failure. The instruction for use , which is supplied to the user with this catalog number, contains the following statements: warnings: do not attach anything (i.e., clamps, etc.) To the device. This may damage the insulation, which could contribute to patient injury. Patients with frail skin are at increased risk of skin damage from the adhesive on the dispersive pads. Do not use metal introducers that do not have insulation. Rf energy can be transmitted from the electrode through the un-insulated metal introducers to the patient, causing inadvertent burns. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Device unavailable for return.